Manufacturer narrative:
There were no unexpected low alerts or low suspend alarms noted during testing. The unit passed the displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The pump alarmed with button error after the device booted up and there was also intermittent button response on the escape and action buttons due to flattened dome switches (no crease); no damage to keypad traces was found, and a connector on lcd board was not unlocked during visual inspection. The following physical damage was noted: minor scratches on the display window, cracked reservoir tube lip, and scratches on reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 84 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.